Manufacturer narrative:
On october 14, 2016, howmedica osteonics corp., a wholly owned subsidiary of stryker corporation (collectively ¿stryker¿), acquired substantially all of the assets of (B)(4) (the ¿transaction¿). This MDR is submitted by stryker (B)(6) as a result of a retrospective lookback resulting from the transaction. The reported devices were manufactured and distributed by (B)(4) prior to the closing of the transaction. Stryker became legal manufacturer of this product on october 14, 2016 and has taken the responsibility for medical device reporting. Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that a blade handle broke. Dr. Was using it in a case and the disposable blade broke. The patient was not injured nor was the case delayed. They opened up a new blade and finished the case. Initial use of the device.